Event description:
It is reported that the pt was revised due to infection. Aspiration of the joint was performed but the exact date is unk.

Manufacturer narrative:
This report will be amended when our investigation is complete.